Event description:
(B)(4). Same case as MDR ID #2134265-2012-03103, 2134265-2012-03105, 2134265-2012-03104, and 2134265-2012-03130. It was reported that post coronary stenting treatment procedure, angina and vessel dissection occurred. In (B)(6) 2010, the patient presented with unstable angina (braunwald classification: iii b). Cardiac catheterization was recommended which revealed four target lesions. Target lesion #1 was an 80% stenosed denovo lesion located in the distal right coronary artery (rca). It was 44 mm long with a reference vessel diameter of 3.5 mm and treated with predilatation and placement of a 3.50 x 38 mm taxus liberte stent and a 3.50 x 8 mm taxus liberte stent with 9% residual stenosis. Target lesion #2 was an 80% stenosed denovo lesion located in the mid rca. It was 18 mm long with a reference vessel diameter of 3.5 mm and treated with predilatation and placement of a 3.50 x 20 mm taxus liberte stent. Following post dilatation residual stenosis was 9%. Target lesion #3 was an 80% stenosed denovo lesion located in the distal left anterior descending artery (lad). It was 18 mm long with a reference vessel diameter of 2.75 mm and treated with direct stent placement of a 2.75 x 20 mm taxus liberte stent. Following post dilatation residual stenosis was 9%. Target lesion #4 was an 70% stenosed denovo lesion located in the mid lad. It was 18 mm long with a reference vessel diameter of 3 mm and treated with direct stent placement of a 3.00 x 20 mm taxus liberte stent with 9% residual stenosis. The patient was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the patient presented with chest pain, diagnosed as unstable angina (atypical presentation), and hospitalized the same day. The following day, while treating the instent restenosis of the previously deployed study stent in proximal portion of distal rca, a 3.50 x 12 mm apex balloon was deployed an resulted in a sub-adventitial rupture. A 3.00 x 8 mm ion stent was advanced, reducing the lesion from 90% to 10%. The 85% stenosed lesion in the proximal lad, was treated with a 3.50 x 32 ion stent. The 75% diffuse instent restenosis of a previously deployed study stent in the distal/mid lad was treated with a 2.50 x 24 mm ion stent with 10% residual stenosis. The 90% focal, instent restenosis of a previously deployed study stent in the distal rca was treated with a 3.00 x 32 ion mm stent with 10% residual stenosis. Proximal to the stent placed in the distal rca, the 90% focal instent restenosis was treated with a 3.00 x 8 mm ion stent with 10% residual stenosis. The event was considered resolved without residual effects and the patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).